Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection showed a cracked mainbody. This damage was on the flow control barrel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue main body of the transfer set was cracked during peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.